Event description:
A caller reported experiencing an error labeled as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, resulting in the successful start of the sensor session without further error codes.